Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the xenon light source was losing light halfway through the procedure as the brightness was gradually reducing. The issue occurred during an unspecified procedure. There were no reports of patient harm.